Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient experienced low haptoglobin, hemolysis and renal kidney issues. Following a pulsed field ablation (pfa) procedure where a farawave 2.0 cath 31mm - us catheter was selected for use; it was noticed the patient experienced low haptoglobin, hemolysis and renal kidney issues. The patient required prolonged hospitalization. No device issues were reported. No more information was provided. The device is not expected to be returned for laboratory analysis, it was disposed.